Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation is confirmed for sheath fracture; however the investigation is inconclusive for failure to deploy. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl06100 vascular stent graft allegedly experienced failure to deploy and a fracture. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient was reported as a (B)(6)-year-old male whose weight was not provided.